Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combinations. Adherence to rehabilitation protocol is unknown. A definite root cause for the reported issue cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00902603300, versys femoral head lot #60471631 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation.